Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the ccp had already swapped out the roller pump with one from the second system. The fsr helped ccp reassign roller pump over the phone for his case. This roller pump was the cardioplegia (cpg) follower. The ccp mentioned that the display started working again after the swap. The fsr arrived at user facility verified display was working and downloaded data logs. The fsr installed a new display assembly and completed all testing. The unit operated to manufacturer specifications and was returned to clinical use. Software data logs were received by the manufacturer on 14-apr-2016 for further evaluation. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display was blank on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory evaluation, the reported complaint was not duplicated. The product surveillance technician (pst) observed the small display assembly functioned normally throughout evaluation with no blanking of display. The pst connected small display assembly to lab use only (luo) pump pod test fixture and powered on. He observed the small display assembly to power up and function normally. The pst tested small display assembly overnight and found it operational the next morning. He performed connector agitation testing, observed small display assembly to function normally with no loss of display. The pst powered off luo pump pod test fixture and disconnected small display assembly. He moved small display assembly to cold chamber at 10 degrees celsius for one and a half hours. The pst retrieved small display assembly from cold chamber and reconnected to luo pump pod test fixture and powered on. The pst observed small display assembly to function normally with no loss of display. He disassembled graphics display assembly and inspected all components and solder joints and electrically measured q210 transistor with digital multimeter. No anomalies found and no short circuits found between transistor junctions of q210 transistor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.